Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height 2.1 drawer cubies were not releasing. A field service engineer (fse) found that the pyxibus module controller (pmc) board was flashing. Further the fse replaced the retractor band and checked the light status, then replaced the drawer board and finally the pmc board, but the flashing light persisted. Since no tray light emitting diode (led) were flashing, fse removed all cubies and inspected the row board cable and drawer surface for damage or debris. Then the fse reconnected each tray individually to test detection, discovering that tray a caused all other trays to fail. After replacing tray a, reinstalling all cubies, and reassembling the drawer, the fse verified the repair by ensuring all cubies were detected with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 pockets d4 and a1 required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.